Manufacturer narrative:
A device history record could not be reviewed because the lot number was reported as unknown. The sample was not provided for evaluation therefore the reported condition could not be confirmed. The root cause and corrective action plan for a detached catheter will be documented through a formal corrective/preventative action which has been initiated to address the reported condition to mitigate any further occurrences. This action is currently ongoing. This complaint will be closed with no further action and will be used for tracking and trending purposes.

Manufacturer narrative:
The complainant indicated that it is unknown if the device will be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.  If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
Customer reports: a patient's foley disconnected and subsequently contracted a uti.